Event description:
It was reported that during the implant procedure, the lead helix would not deploy in the ventricle. After removing the lead and exercising it on the table, it was possible to extend the lead, however, it was deemed unreliable. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.